Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the tubing of two (2) solution sets with duo-vent spike. This was discovered before patient use. There was no patient involvement. No additional information is available.